Manufacturer narrative:
Final analysis found that event of poor sensing was confirmed. As received, a partial lead was returned in one piece. Visual inspection found an external insulation abrasion at 8.2 ¿ 9.5 cm at the distal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the external insulation abrasion which is consistent with friction to another device or feature of the patient anatomy. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for surgery due to lead malfunction. It was noted that there was noise on the atrial lead and the right ventricular lead had poor sensing. Both leads was completely removed and replaced. The problematic atrial and ventricular lead incurred fractures as a result of the explant procedure. The procedure was significantly more difficult or time consuming due to anatomic difficulties although there were no intraprocedural complications. The patient tolerated the procedure well.